Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller not communicating with the system monitor, damage to the power cable, and connect power alarms were confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis with a cut in the outer jacket of the black power cable. The system controller was connected to test system monitor and the reported event was reproduced. The controller was unable to communicate with the system monitor. The controller was forwarded to troubleshooting and during resistance testing an open loop was found in the orange and brown underlying wires of the white power cable. The cables had their outer jackets removed to further inspect the underlying wires within them. Upon removal of the jacket of the white power cable, the orange and brown wire were found to be severed. The orange wire in the white power cable is responsible for communication between the system monitor and system controller, and the brown wire is responsible for the controller¿s battery gauge/rsoc (damage to the brown wire would cause atypical power cable disconnect alarms to occur). A severed yellow wire was observed upon the removal of the black power cable¿s outer jacket at the site of the observed damage. The power cables were exchanged with functional test cables, and the controller was resubmitted for further testing. The controller was connected to a mock loop, test system monitor, and test power module and a log file was downloaded. The controller supported pump function for an extended duration without any issues or alarms activating. The downloaded log file was reviewed and showed events spanning approximately 5 days (08aug2023, 30aug2023, 01jan2000, 21sep2023, 25sep2023 per timestamp). Events occurring on 01jan2000, 21sep2023, and 25sep2023 were recorded during testing at abbott labs. Atypical power cable disconnect alarms coincident with rsoc invalid faults on the white power cable were active on 08aug2023 from 14:21:52 ¿ 15:04:13. These alarms occurred on battery power and did affect pump operation. The driveline was disconnected on 08aug2023 at 15:04:14 for a system controller exchange. There were no other notable alarms active in the log file. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller had issues with power sources (both batteries and wall power) not recognizing the white cable being attached. Frequent, not constant, connect power alarm occurred with the white lead indicator lit up on the controller. Log files were unable to be submitted sue to the controller not being recognized when connected. A tear was also noted on the outer layer of the black power lead with an exposed fiber layer. The controller was exchanged without any incidence.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.